Event description:
Resident was assisted to bed at 1930. Due to numerous falls when standing (4 times in three days), the guardian requested securing resident when in bed. A soft belt security device was applied at the time the resident went to bed. The resident was found at 2205 on the floor beside the bed dead. The belt was around her waist. Her mid-trunk was about 6 inches off the floor; the lower and upper body were lying flat on the floor. Cause of death has not been verified.